Event description:
It is reported that the pt was revised due to instability.

Manufacturer narrative:
This report was previous submitted under #1822565-2014-1207. Eval summary: review of operative notes for procedure performed on (B)(6) 2010 indicated that a 60mm tm shell was implanted with 45 degrees of inclination and 20 degrees of anteversion. It was stated that this was fully seated with excellent stability. It is also known that the trilogy polyethylene liner was used with a stryker modular restoration system stem, biolox delta universal ceramic head, and taper adaptor sleeve. No intraoperative complications were noted. X-rays were not provided; it is unk whether the components were implanted with the correct fir and orientation as per the surgical technique. Review of complaint history indicated no previous complaints for the lot code associated with the liner. Zimmer has not tested the compatibility of this combination of devices, and this would be considered an off-label use of this product as indicated on the packaging insert. A definitive root cause cannot be determined with the info provided. Eval codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs.